Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the gastro-esophageal junction of a patient with esophageal cancer on (B)(6) 2010. According to the complainant, the esophagogastroduodenoscopy, and stent placement procedure went well and without incident. It was reported that the procedure was performed at lovelace women's hospital. Post stent implantation, the patient presented with dysphagia. On (B)(6) 2010, the physician made an attempt to remove the stent; however at this time it was discovered that the stent had migrated into the patient's stomach. The stent removal procedure was aborted. On (B)(6) 2010, a second attempt was made to remove the stent. During the procedure, as the physician attempted to remove the stent with alligator forceps, the stent suture broke. The physician grasped one of the stent struts, and successfully removed the stent from the patient. It was reported that there was redness at the site; however, the physician confirmed there was no trauma or injury to the patient. There is no plan to place another esophageal stent. The patient's condition post procedure was reported to be "fine". The stent removal procedure was performed at (B)(6). Both stent implantation and removal were performed by the same physician.

Manufacturer narrative:
(B)(4) (medical intervention required; redness). (B)(4) (stent suture broken). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.